Event description:
It was initially reported that the recently implanted pt was experiencing vocal cord paralysis. The pt was going to be evaluated by an ent to assess the situation. The pt's device has not been turned until the assessment. Good faith attempts to obtain additional info have been unsuccessful to date.